Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found and repaired a cracked sheath port on the flowcell. On (B)(4) 2014, the fse replaced the flowcell. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as a fluid leak of approximately 5-10 ml. The leak was contained within the instrument. Error conditions of "laser offset too high" and "rf voltage low'" were generated during the instrument start-up procedure. The operator was wearing lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.